Event description:
Customer called to report the pump did not have an audible tone anymore. Troubleshooting was performed. The audible tone could not be heard. Device was not dropped, bumped. Or exposed to moisture. Customer was advised to disconnect the pump and to switch to back up plan of manual injections.